Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event after pausing insulin delivery on the ilet for approximately two hours, during which no meals were announced, followed by a device factory reset and re-initiation of bionic mode with guidance on best practices. It was reported the pt recently started taking mounjaro and is consuming far less carbs than previously, resulting in low blood glucose events. Symptoms included sweating, dizziness, and disorientation. Outcomes included an ilet low-glucose alert, oral carbohydrate treatment, recovery without outside assistance, and no medical intervention. Investigation included a user interview, device settings review during a factory reset, and education on the learning period and avoiding insulin pauses unless disconnected. Investigation of this case revealed a hypoglycemic event with an unclear cause in the context of reduced carbohydrate intake and paused insulin delivery, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.